Manufacturer narrative:
Patient¿s identifier, date of birth/age and weight are unknown. Date of event: unknown. This report is for two (2) unknown rods. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Date of original implant is unknown. Unknown if the devices were explanted during surgery performed on (B)(6) 2017. Complainant device is not expected to be returned for manufacturer. Review/investigation. (510k #): unknown. (B)(4) is used to capture the reported adjacent level disc disease. The reported event required medical/surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, primary surgery for degenerative lumbar spondylolisthesis was performed using the universal spine system iliosacral (uss il) polyaxial screw system. The fixed area was l4 - l5. On (B)(6) 2017, re-operation to expand the fixation to s1 was performed due to adjacent segmental diseases after the primary surgery. No additional information has been provided. This report is for two (2) unknown rods. This is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reportedly there was no patient harm.